Event description:
A report was received that the patients ipg was having communication difficulty with the rc after a non device related automobile accident wherein shock was given to revive the patient. It was also reported that the patients ipg was not working. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1200 sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg was having communication difficulty with the rc after a non device related automobile accident wherein shock was given to revive the patient. It was also reported that the patients ipg was not working. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.